Event description:
Patient reported receiving error code r2018 (r-wave signal integrity error) in the last 2 days. Customer care spoke with patient and the patient reported having a wrench code but when the patient took the battery out and put it back in, it seems to be working. There was no patient injury or adverse event. However, the service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned device passed all field return tests and inspections and was reconditioned. The returned device met all specification and evaluation tests. The reported condition was not able to be replicated. There is no indication of a product malfunction. Will continue to trend for future occurrences.